Manufacturer narrative:
The bg meter have not been returned to the manufacturer. Should the device be returned, a supplemental report will be filed with the results of the testing.

Event description:
The patient had reported that they had immediately gone to a medical clinic after a reading of 92 on his livongo monitor, and experienced multiple symptoms of low blood sugar. His other device, a freestyle lite was running in the low 50s at the time and the patient sought immediate treatment which included being provided glucose. The patient was sent a replacement blood glucose meter and test strips.